Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with no specific concern but high rate atrial episodes had recently occurred. Interrogation revealed atrial undersensing during atrial arrhythmia. No changes were indicated and the patient's right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.